Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
The pt received his scs ipg on (B)(6) 2008. It was reported that the pt is not feeling stimulation, and the charger and programmer do not locate the ipg. He used a replacement charger and programmer to help resolve the issue but was unsuccessful. No further info is available at the moment.